Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 4076 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that upon interrogation of device there was no capture at high outputs. Chest x-ray and echocardiogram were performed. The physician suspected possible perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.